Manufacturer narrative:
The customer returned the unit under factory service call (B)(4) where the factory service technical was able to duplicate the reported issue and isolate it to the unit needing recalibration and that the pressure regulator number 2 was not fully connected. The technician reconnected the regulator and retested per factory specifications. The unit passed all tests and was returned to the customer.

Manufacturer narrative:
(B)(4). Upon completion of the evaluation of the device or additional information is provided a follow-up report will be submitted. (B)(4).

Event description:
(B)(6) called and he is doing step 6.35 on spi below: 6. 35 pinch the airway pressure sense line until the mean pa increases to above 50 cmh2o. He verified that the oscillator stops running, the audible alarm is enabled and 4 red alarm led's are lit: >50 cmh2o, min pa, < 20% of max pa and oscillator stopped. Release the pressure sense line. He depressed the start/stop switch and noted that the oscillator stopped led is extinguished. The customer states he does this step by step but the driver never stops. He said he gets the "oscillator stop led" but the driver never stops. He said he hears the dump valve dump the pressure but the map doesn't go below 135cm. He has done this several times and keeps getting the same results. Everything else seems to work fine. He can un-crimp the airway line and re-pressurize the unit and get it running but that step 35 of the spi won't come in. No patient involvement. (B)(6) called and he said the alarm board didn't help with the issue. It's still not passing the step 6.35 as mentioned previously. Technical support had him check on the connections, he states everything seems fine. He also stated that the pressure calibration on the transducer seems in specs as well. The unit will be sent into factory service for repair.

Manufacturer narrative:
The carefusion failure analysis lab evaluated the suspect faulty alarm printed circuit board and was unable to duplicate the issue of the ¿stop¿ light emitting diode illuminating with the driver not stopping but was able to reproduce the event of the map not going below 135cmh20. This issue has been traced back to the manufacturing of the unit causing the failure. In the event additional information is received a follow-up report will be submitted.